Manufacturer narrative:
Device evaluation of monitor sn (B)(4) a review of device download data does not suggest that there was any device malfunction contributing to the event. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was home at the time of the event. A review of device download information reveals that the lifevest detected asystole at 16:13:11. Three treatments were delivered between 17:08:08 and 17:10:20. The patient's rhythm at the time of the treatments was asystole. The CPR artifact contributed to the false detections. The lifevest electrode belt was disconnected at 17:12:47. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.